Event description:
During coil embolization within an 8mm aneurysm, two hidrocoil were placed and the third coil was minicomplex. During attempt to place the 4th dcs orbit coil, it unraveled. The stretched coil was withdrawn into the microcatheter (mc) and the coil was removed without any problem with the pt. Continuous flush solution was maintained through the mc. There was no resistance felt during advancing or withdrawal of the coil. The procedure was completed successfully. There was no reported pt injury.